Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate and that the cartridge was leaking insulin from the bottom of the cartridge. The customer's blood glucose (bg) level was 240 mg/dl. The customer delivered manual injections to address bg level. Reportedly, while attempting to load a new the cartridge the customer received a minimum fill notification and the fill estimate was inaccurate. It was indicated that the customer had alternate insulin therapy available.